Event description:
A nurse technician reported that the equipment failed to aspirate and had problems with the lamp during a vitrectomy procedure. The procedure was completed with another unit following a delay of 20 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the illuminator module. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).